Event description:
(B)(4). Dealer states that the left motor is making noise and possibly causing the chair to drive erratically after 30 minutes of use. Dealer wanted a quote on a new left motor to resolve the issue.